Event description:
The site reported the following: "during an angiography, the heart catheterization lab team decided to proceed with an angioplasty. The manual fill function of the avanta was initialized, but resulted in an error message which was understood to have resulted from the plunger releasing from the piston. The syringe was replaced with a new one; during the sequence of steps to engage the piston with the plunger and then purge air from the syringe, air was injected through the catheter. Attempts to resuscitate the pt were ultimately unsuccessful." The site also indicated the pt was not disconnected during the replacement and purging of the syringe.

Manufacturer narrative:
The site has been offered a system service check of the injector and we are waiting for this to be completed. When the medrad field service representative contacted the site, it was reported that the injector in use during the alleged air injection has been used on a regular basis since the event without incident. The site disposed of the medrad multi-patient disposable set (mpat), the single-patient disposable set (spat), and the syringe that were allegedly in use during the reported event both was able to provide lot numbers of the inventory on hand at the time. Medrad quality assurance product analysis will examine retained samples from the lot numbers the site reported to be on hand in inventory.